Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR. Report #'s 9616099-2006-00802 and -00803.

Event description:
This information was reported via the gissoc ii study, which evaluates sirolimus eluting stent versus bare metal stent in chronic total coronary occlusion. This patient was admitted to the hospital with unstable angina. The patient was currently taking plavix, statins, beta-blockers, and calcium antagonists. Elective angiography revealed three vessel cad and graft occlusion of the svgs to the rca and prox cx. The decision was made to perform coronary intervention on a non-calcified, totally occluded (cto) lesion in the mid through distal rca (native). Timi flow pre-procedure was 0. Heparin was administered via IV. The lesion was predilated (balloon and inflation pressure unknown). Two bx sonic bare metal stents were implanted within the mid-through distal rca: 3.0 x 18mm deployed to 18 atms and 3.5 x 33mm deployed to 20 atms. Approximately nine months later, the patient returned for follow-up angiography, which revealed an 80% instent restenosis of the 3.0 x 28mm and 3.0 x 33mm bx sonic stents in the mid through distal rca. Timi flow pre-procedure was iii. This restenosis was treated with the placement of a 3.5 x 32mm taxus stent deployed to 20 atms. A new 70% lesion in the proximal lcx (first marginal branch) was treated with the placement of a 3.5 x 32mm taxus stent. The patient was discharged on plavix, cardioaspirin, provisacor, and concor.